Event description:
The manufacturer received information alleging a ventilator failed to sound a circuit disconnect alarm when a patient became disconnected from the device. There was no harm or injury.

Manufacturer narrative:
The ventilator was evaluated by a representative of the manufacturer at the facility where the event occurred. It was confirmed that the circuit disconnect alarm failed to annunciate due to an accumulation of water within the patient circuit. The accumulation of water held enough back-pressure within the circuit that the circuit disconnect alarm did not activate. The ventilator's low minute ventilation alarm did annunciate to alert the caregiver of the event. The circuit disconnect alarm annunciated as designed when the water was removed from the patient circuit. The ventilator was not taken out of service and will not be returned to the manufacturer for evaluation. Device labeling states the following: for ventilator dependent patients, do not rely on any single alarm to detect a circuit disconnect condition. The low tidal volume, low minute ventilation, low respiratory rate, and apnea alarms should be used in conjunction with the circuit disconnect and low peak inspiratory pressure alarms.